Event description:
Patient scheduled for adenoidectomy and peg tube placement. Minor pack opened and inspected the medicine cup and found it to be dirty. Bottom of the cup has a whitish film. Minor pack #549656001